Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the esc button was not working. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that they pushed the esc button to clear the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.